Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the insulation was abraded at 16.3 cm to 16.4 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported noise and sensing anomaly. (B)(4).

Event description:
It was reported that an asymptomatic patient presented for follow-up. Upon interrogation, the atrial lead exhibited noise, an insulation anomaly, lead fracture, and a sensing anomaly. The lead was explanted and replaced. No additional information was available.